Event description:
Caller reported that insulin gauge displayed an amount different than expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Customer, assisted by cts, reloaded the same cartridge and was instructed to disconnect and deliver a 10.2 unit bolus, which led to an occlusion alarm. After loading a new cartridge onto the pump, the fill estimate displayed accurately.